Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins of the power cord were broken. No troubleshooting taken. The monitor status is unknown. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Brand name: mycarelink, model #:24950, catalog #:24950, oper of dev: lay user/patient PMA / 510(k) #:p890003. If information is provided in the future, a supplemental report will be issued.